Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the +5 wire was cut. The root cause for the cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.